Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Lot identification is necessary for review of device history records and it was not provided. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to time frame over which the products were manufactured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. During the surgery, it was reported that the impactor adapter fractured while hammering. The impactor adapter had been used about a dozen times before. No pieces fell into the patient.